Event description:
Dr. Developed eczematous rash and pruritus after wearing the glove when the packaging changed from purple to orange. Dr. Saw a dermatologist, had the patch test done, and was diagnosed with contact dermatitis.